Event description:
During a tavr procedure using a 23mm sapien 3 ultra valve via transfemoral approach, the valve was pushed too far over the valve markers. The operator accidentally overdrove the valve on the delivery system during valve alignment. The system was withdrawn through the 14f esheath. A new system was inserted, aligned and deployed in the patient with no issues. The patient was sent to recovery in stable condition. The sheath was returned for examination and the preliminary findings found that the distal tip was split.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The 14fr esheath plus was returned for examination. A visual examination found that there was soft tip damage, and the distal tip was split, the crimped valve was partially exiting the distal tip and partial liner delamination approximately 2/8" from the distal tip. Due to the nature of the complaint functional and dimension testing was unable to be performed. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. The esheath+ IFU, commander delivery system IFU, commander delivery system, and procedural training manual instructions for use (IFU) were reviewed. Based on this review, no IFU training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The reported event of sheath distal tip split was confirmed based on the evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. A review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. Per device evaluation, distal tip split was observed. It was also noted that the valve was partially exiting the distal tip when the devices were received, and that no difficulty was experienced during withdrawal of the delivery system and valve through the sheath and "thv was fully withdrawn into the sheath prior to the removal of both devices as a single unit." It is possible that the valve got caught on the sheath distal tip during withdrawal which tore the distal tip. Device manipulation during withdrawal may also exacerbate the interaction between the devices and the distal tip, leading to the observed distal tip split. In this case, available information suggests that procedural factors (withdrawal of crimped valve) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.